Event description:
It was reported that the customer contacted technical support to report that the monopolar input does not recognize the cable. The technical support engineer (tse) advised the customer to change the monopolar input and replace the cable, if needed. The tse awaited further follow-up from the customer on whether this action worked or not. There was no report of patient involvement or injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found monopolar detection issues caused by a component failure. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The root cause of the reported event could not be determined the unit is an original equipment manufacturer (OEM) product and cannot be opened on site for further investigation. The erbe will be sent to OEM for further investigation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.